Event description:
Device was placed in right wrist for a ptca procedure. The approximate time in situ was one hour and fifty-three minutes with nine catheter exchanges. Following the procedure a hemoband was placed in lab. The hemoband was removed, the site cleaned with betadine and a bandaid applied. Sometime later, the pt was presented with a reaction at the arterial site.